Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump experienced malfunction. It was reported that the patient was hospitalize due to the pump malfunction. It was also reported that there was no patient injury. No additional adverse effects reported

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. Error history log review found related evidence of pump turned off, power down, pump turned on, no disposable and high pressure. Battery loss alarm test was performed: pump ran 2min 29.67sec, pump alarmed 2min 29.25sec. Stop watch test was performed and passed. Customer problem was not duplicate in that the pump "lost programming" issue during the investigation. However, multiple power turned off, power down, pump turned on and no disposable alarm messages were found in the pump's event history logs. Actions/repairs were done to correct the reported issue: downstream occlusion sensor replaced.

Event description:
Additional information was received which indicated that the device lost programming.

Manufacturer narrative:
Corrected data: b1 and h1, corrected data: corrected data: b1-adverse event and h1-type of reportable event.